Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (gi bleed).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca during the index procedure. Patient was asymptomatic / free of symptoms at 30 day and 1 year follow ups. Patient's cardiac status was stable angina at 6 month, 1.5 year and 2 year follow ups. It is reported that approximately 23 months post index procedure, the patient suffered a spontaneous gastrointestinal (gi) bleed. It is reported that the patient was hospitalized for melena and anemia. Egd revealed healing duodenal ulcer with no active bleeding. Patient was placed on protonox, asa and clopidogrel were continued. Investigator has indicated that event was not related to study stent.